Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary d2pacu1 nurses observed that multiple drawers opened when attempted to pull a single fentanyl vial, despite only one drawer being required. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. The field service engineer (fse) arrived onsite and found no failures in the device or mini drawer. The fse performed inventory verification with the customer and conducted diagnostic testing using the hardware test application, confirming that all tests passed and the device was functioning as expected. The system functioned as intended when the field service engineer investigated the issue.